Event description:
Blood borne pathogens exposure to cardiac cath lab cv tech during a case; 5-10 minutes into case, cv tech noted a change in color for the indicator glove he was wearing next to his skin; the outer glove was biogel m glove that had leaked through no nicks, tears, or breaks in the biogel m glove were noted; there were 2 separate areas that had changed color denoting a leak.